Event description:
Medtronic received information that this bio-console shut down the pump during an ECMO case. This observation occurred approximately 3 days after ECMO had been initiated. The circuit was clamped off and changed out without reported adverse patient effect. In 2007 - add'l info from customer indicated the incident had occurred during an ECMO case for approx 3 days prior to incident. The circuit was then clamped off and changed out. There was no patient effect.

Manufacturer narrative:
Analysis: the event log was downloaded & sent to medtronic for review. Review of the event log found no error codes that would indicate any abnormal stoppage of the device. Conclusion: the device was serviced in the field and returned to the customer. Device changed out during the ECMO case with no reported adverse patient effects. Although no product malfunction was identified during testing, medtronic will continue to monitor field performance to detect similar events.